Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes there was overfill. This event occurred 3 times. The following information was provided by the initial reporter. It is reported the customer experienced over-filling. Verbiage received, - "this is now the second blue top tube that is overfilling. Once you reach the marked line on the tube, it automatically stops and will not allow any more blood in the tube. We have already had one tnp due to over-filling and collected another one today with the same problem. I have advised to pull the ones that are in the pack and mark defective. A second draw from another lot number filled normally."

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes there was overfill. This event occurred 3 times. The following information was provided by the initial reporter. It is reported the customer experienced over-filling. Verbiage received, - "this is now the second blue top tube that is overfilling. Once you reach the marked line on the tube, it automatically stops and will not allow any more blood in the tube. We have already had one tnp due to over-filling and collected another one today with the same problem. I have advised to pull the ones that are in the pack and mark defective. A second draw from another lot number filled normally."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided for investigation. The photos were reviewed and the indicated failure mode for overfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.